Event description:
It was reported that the procedure was to treat a perforation in the left circumflex (lcx) artery. The first 2 graftmaster covered stents, both 2.8x16mm, were the correct sizes implanted but failed to seal the perforation due to the perforation being larger than anticipated. A third and fourth graftmaster covered stent of the same size, 3.5x16mm, which were larger since a smaller size was not available in the lab were also implanted, however, still failed to seal exacerbating the existing perforation. The perforation was ultimately sealed by reversing the anti-coagulation meds and inflating a balloon in the distal lm-proximal lcx for intentional thrombus formation to tamponade the distal left main (lm) to the lcx artery. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional 3.5x16mm graftmaster device referenced in b5 is filed under a separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a perforation in the left circumflex (lcx) artery. The first 2 graftmaster covered stents, both 2.8x16mm, were the correct sizes implanted but failed to seal the perforation due to the perforation being larger than anticipated. A third and fourth graftmaster covered stent of the same size, 3.5x16mm, which were larger since a smaller size was not available in the lab were also implanted, however, still failed to seal exacerbating the existing perforation. The perforation was ultimately sealed by reversing the anti-coagulation meds in order for thrombus formation to form from the distal left main (lm) to the lcx . There was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: intentional thrombus formation after balloon inserted in distal lm-proximal lcx and inflated to tamponade the cx vessel. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of perforation, as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported patient-device incompatibility/device operates differently(failure to seal)/stent graft leak; however, the subsequent treatment appears to be related to the operational context of the procedure. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na